Event description:
Attempts to advance a coronary stent with delivery system through tortuous vessels to the target lesion site in the pt's right coronary artery were unsuccessful. The physician changed the guidewire and subsequently attempted to advance the sds to the targert lesion site with the sheath retracted. Upon successful advancement to the oriface of the right coronary artery, the guide catheter, guidewire and sds backed out of the oriface and the stent embolized to an unk location. The sds was withdrawn without complication. Subsequent coronary vasculature fluoroscopy as well as peripheral fluoroscopy found no stent to be present. Reopro was administered to the pt and there were no clinical sequeale reported relative to this event.